Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A purchasing agent reported that approximately two months following an intraocular lens (iol) implant procedure, the lens was exchanged due to residual astigmatism. Additional information has been requested.